Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse reported that after performing solenoid driver board field safety corrective action as per service bulletin, the iabp passed all calibration, functional and safety tests performed except for the battery run time test. The iabp was returned to the customer but not cleared for clinical use until the batteries have been replaced. We have requested update from the customer on the replacement of the batteries and the status of the iabp. If this information is provided, we will submit a supplemental report.

Event description:
The getinge field service engineer (fse) reported that during solenoid driver field action, the intra-aortic balloon pump (iabp) failed the battery run time test. The fse advised the customer not to return the iabp to clinical use until the batteries are replaced.

Manufacturer narrative:
The customer has advised that the batteries were replaced on (B)(6)2017 and the iabp was returned to service.

Event description:
The getinge field service engineer (fse) reported that during solenoid driver field action, the intra-aortic balloon pump (iabp) failed the battery run time test. The fse advised the customer not to return the iabp to clinical use until the batteries are replaced.